Event description:
It was reported via repair work order that the brakes would not hold due to malfunctioned brake adjusters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.